Event description:
Pt was undergoing cystoscopy during laparoscopic sigmoid colon resection. During the cystoscopy, it was noted that plastic from the catheter being used was shaving off. The bladder was irrigated to remove any shavings from the bladder. Date of use: (B)(6) 2012. Reason for use: cystoscopy.